Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2021. One hour post procedure the patient developed shortness of breath and a pericardial tamponade. The physician made a pericardial puncture and aspirated 300ml blood from the pericardia. Patient unstable, no additional information was provided.

Manufacturer narrative:
An event of pericardial tamponade and shortness of breath was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.